Manufacturer narrative:
Device not returned.

Event description:
A report was received that the patient underwent an ipg explant due to high impedances.

Manufacturer narrative:
Should have been: (B)(6) 2018 additional suspect medical device components involved in the event: model: sc-2408-74 serial/lot: (B)(4). Description: avista MRI perc lead kit 74 cm. Analysis of ipg sc-1200((B)(4)) revealed that the complaint was not verified. The ipg passed impedance check and x-ray inspection for contact alignment. It also passed borescope inspection of the header. The device passed the functional test and revealed no anomalies. It appeared that the lead was not inserted into the ipg header for proper alignment in the procedure.

Event description:
A report was received that the patient underwent an ipg explant due to high impedances. The patient leads were also repositioned as the patient was not receiving relief in the target pain area.